Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflated. Around (B)(6)2020, the patient noticed that her left breast started becoming smaller. The patient had a consultation with a healthcare professional on (B)(6) 2020, and the diagnosis was confirmed. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2020. Since the exact date of implantation was not provided by the initial reporter and was only estimated as 15 years ago, it was estimated as (B)(6) 2005 based on the invoice date of the device. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 14-aug-2020, the suspected medical device was returned for evaluation. On 28-aug-2020, the investigation on the suspected medical device was completed. On 31-aug-2020, it was found that reason for device explant and / or reoperation was not reported correctly on the previous report. The patient underwent a revision surgery due to the left-sided deflation. Reason for device explant and/or reoperation: deflation. Investigation summary: during visual evaluation of the device, an anomaly was observed in the posterior view, consistent with a crease / fold. Additionally, a tear was also observed within the crease / fold, measuring approximately 2.0 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).